Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 22, 2004 the pt contacted lifescan alleging that her one touch basic enhanced meter was prompting the not ok message upon powering on. The pt neither alleged harm nor experienced injury or medical intervention. She contacted her physician and was sent a different brand meter. The battery was replaced; however, the meter would only prompt the not ok message. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.